Event description:
According to the distributor's report, the device was used to close a laceration above the pt's eye. During application, the adhesive migrated to the pt's eyebrow. The pt's mother was requesting info on how to remove the device from the eyebrow. There were no pt consequences reported with this event. No further info is reported. This event involved the eyebrow only and the adhesive did not contact the eye or eyelids.